Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had blank display. Customer¿s blood glucose was unknown. Customer stated that insert battery did not display on screen, battery cap and battery compartment was neither damaged nor corroded. Customer stated that display did not restart even after restart. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.